Manufacturer narrative:
(B)(4). Batch # m9215v. The device was received in good physical condition. The device was tested on the generator and passed all functional testing. The energy output delivered from the device was verified. All three tones were heard during functional testing (tone 1 is heard when the energy activation button is pressed; tone 2 is heard when tissue impedance threshold is reached and tone 3 is heard when the cycle is complete). No issues were noted with opening and closing of the jaws. There were no anomalies noted with the functionality of the device. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Manufacturer narrative:
(B)(4). When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The device history records were reviewed and the manufacturing criteria were met prior to the release of this lot/batch. Additional information requested and received: for clarification, what is the meaning of ¿instrument stucked. The blade could not work regularly¿? Were the jaws difficult to open and close? Did the jaws close? Did the blade advance? Did the jaws open? Did the surgeon attempt to manually open the jaws with his fingers? If no: was the device on a vessel/artery when it would not open? If yes, how was the device removed? (I.e. Cut off, forced opened) if cut off, did this cause a change in the plan of care for the patient? Did the removal cause any damage to the vessel/artery? If yes, what is the damage and how was the damage repaired? Did the surgeon continue the case with this same device? The customer complained that the knife could not be easily advanced and sometimes got stuck. There was no problem to remove the device from tissue. Procedure was finished with a competitor device.

Event description:
It was reported that during a gastrectomy procedure, instrument stuck. The blade could not work regularly. No further information is available. Another like device was used to complete the procedure. There were no adverse consequences for the patient reported.